Event description:
Additional information was received from the patient. They reported that the therapy had not been working for the patient since the implant. The caller stated that the patient has been jumping back on the commode very often. Caller stated that they met with a representative (rep) on (B)(6) 2024 and the representative changed the patient settings and the patient felt a burning sensation in the ins area shortly after changing the program. Caller said that the burning sensation continued, so they turned the therapy off. Caller said that the patient still has the same issue even if the ins is off, so they just turn the ins back on. Caller wants to know what program or amplitude they should use. On (B)(6) 2024. A different rep was notified at an appointment that the therapy was not working, and the rep changed the program. Agent reviewed information about the differences between each program. Agent explained to the caller that switching programs would be trial and error until the patient found the program that was best for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were experiencing pain that had been going on for a long time and they couldn't lay on their back or sleep and they wanted to turn ins off. The patient was walked through turning therapy off. On 2024-jul-25 they met with the manufacturing representative (rep) and made an adjustment and pain had been exasperated since then. They also reported that their device would work for a little while and then stop working and they were still going to the bathroom every hour. They had tried making adjustments already. They were directed to follow up with their doctor regarding pain and symptoms. Additional information was received from the patient. Patient called back repeating a continuation of event previously reported in this case. Patient reported they have had therapy adjustments (changing programs and adjusting stimulation) and stated it seemed to be doing ok when first started after maybe the first two changes, but reported after then it "started to get really bad". Patient clarified by "bad" they mean the pain they are experiencing as previously reported in this case. Patient stated they thought if they turned implant off it would go away but reported pain is still there with implant off. Patient also stated pain kind of got worse with implant off and reported they have no control anymore with therapy off. Patient stated they are going to the bathroom about at least every 30 mins if not more and stated they can't live without some kindof control. Patient also reported they never really feel like they are emptying them self. Patient stated they sleep on their back and they were told by their dr that this would not be a probl em. Patient reported they think the "generator" in their back is very close to the skin and "causes a problem there". Patient also reported "the sciatica is being tremendously, the sciatica can go crazy". (Agent unclear what patient was referring to by this). Reviewed role of patient services and redirected patient to their managing healthcare provider to further discuss symptoms. Patient stated they have contacted their dr about this but they are having a hard time getting anything done with their dr. Patient stated they wanted to turn therapy back on at "one of the settings where it was pretty good" to see how that works. Patient (calling with husband) inquired about therapy adjustments to make. Reviewed role of patient services and redirected patient to their managing healthcare provider (hcp) to further discuss therapy adjustments. Callers stated they worked with a manufacturer representative (rep) on 5/20/24 that changed programs and also stated patient's hcp increased stimulation on 6/11/24. Callers stated another rep changed programs and decreased stimulation to 0.6 on 07/25/2024 and caller stated they thought this was a "radical" change. Caller stated at that point patient started having more pain and that is why they called patient services as noted in this case and patient turned off the implant. Callers inquired about therapy settings. Agent reviewed general therapy/programming overview. Caller stated their dr said they may need to make arrangements to remove the implant if this is the situation to stop the pain. Callers inquired about what therapy adjustments to make. Reviewed role of patient services and role of rep. Redirected patient to hcp to discuss therapy adjustments and symptoms. Callers stated they plan to contact rep. Callers mentioned they worked with a different rep originally to set the program when patient got the implant. Patient was redirected to their healthcare provider to address the issue. Patient confirmed this is all a continuation of event previously reported in this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.